Event description:
The customer reported that the babyroo tn300 device unexpectedly depleted both the attached oxygen and air cylinders while the device was not in direct clinical use. The depletion occurred prior to patient treatment and was discovered when the device was needed for a premature infant. As a result, treatment was delayed.

Manufacturer narrative:
Additional information was provided and the customer did perform the operational check before the device was put into use. However, the customer sometimes leaves the gas cylinders on when the device is not in use. A draeger technician went on site and evaluated the device. The draeger technician performed a leakage test on the gas cylinders and central gas supply and no leaks were found. The device passed all testing and was returned to clinical use. No malfunction was found. No further issues have been reported. The complainant was provided with the babyroo tn300 instructions for use (IFU) warning: risk of insufficient gas supply. If the resuscitation module is not turned off after operation is ended, gas supply may be depleted. Risk of patient injury. And to always turn off the resuscitation module when operation is ended. This information was provided to the customer.

Event description:
The customer reported that the babyroo tn300 device unexpectedly depleted both the attached oxygen and air cylinders while the device was not in direct clinical use. The depletion occurred prior to patient treatment and was discovered when the device was needed for a premature infant. As a result, treatment was delayed.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.